Event description:
Respiratory therapist (rt) called to bedside to intubate patient in the critical care unit. The intensivist was called and the rt prepped size #8.0 endotracheal tube (ett) lot#22d0606jzx. The patient was intubated successfully with glidescope, breath sounds confirmed, etco2 color change successful. Shortly after as rt securing ett notice pilot balloon for ett is not holding air and gurgling sound coming from pt airway. The provider was called again to patient bedside and he decides to changed ett. Rt prepped with tube exchanger and a second #8.0 ett lot#22k0451jzx. The ett was successfully exchanged ett with tube exchanger. Breath sounds bilateral, etco2 color change successful. Shortly after while securing ett again we notice pilot balloon to ett is not holding pressure again, and gurgling sound persists from patient airway. While placed on ventilator tidal volumes significantly showing leak in ett. Provider called once again to bedside for a third time and tube exchange is attempted again but this time with a #8.5 ett. Tube exchange successful, breath sounds present bilaterally, etco2 color change successful. Pilot balloon on cuff holding pressure and patient is placed on ventilator successfully without leak present. Rt review. Spoke to rt who assisted in intubation. Review by rt director: she states all the endotracheal tube cuffs were checked prior to intubation per protocol. Endotracheal tube cuffs were inflated and checked for holding pressure. All et tubes passed the check. Rt states intubations were challenging, patient was restless, and they had difficulty sedating patient. Patient was also biting. Rt suspects endotracheal tube cuffs were damaged during intubation. The first two ett's cuffs were checked when removed after failed intubation. Endotracheal tube cuffs were not able to be inflated. Unable to save endotracheal tubes.